Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited poor parameters when placed. When the surgeon prepared to cut the sheath, the lead dislocated. The lead was explanted and replaced. After the lead was explanted, it was noted that the lead was damaged. No patient complications have been reported as a result of this event.